Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, new unit mono1 coag activates cut using handpiece. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. This device has not been used in the treatment or diagnosis of the patient. The returned sample did not meet specification as received by details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation isolated the failure to the steering relay board. The steering relay board will be replaced to address the condition. Corrective actions have been implemented to mitigate this issue. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.